Manufacturer narrative:
Additional information was received on 21-feb-2025: the procedure was not completed as planned and as initially reported. It was prematurely aborted. The first lesion, located in the right lower lobe (6 mm), was navigated but ultimately aborted before any biopsy was performed. This was cited as navigation difficulty due to significant CT-to-body divergence. The right middle lobe (4 mm) lesion was then successfully navigated to and biopsied.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. Two target nodules were planned for biopsy: the first, measuring 5x6x6 millimeters (mm), was in the right lower lobe, 13.2 mm from the pleura, and 13 mm from a major blood vessel. The second nodule, measuring 4x3x4 mm, was in the right middle lobe, 1 mm away from the pleura and 5.5 mm from a major blood vessel. The procedure was completed as planned without any delays. A chest x-ray performed after the procedure detected a 40 mm pneumothorax at the apex of the lung, leading to the placement of a chest tube to resolve the issue. The patient was asymptomatic throughout and was discharged home less than 24 hours later once the pneumothorax resolved. The physician believed the pneumothorax was likely related to the procedure, as the biopsy tools may have crossed a minor fissure near the target nodule. The physician thought the pneumothorax would have likely occurred via another modality due to the nodule¿s locations. There was no device malfunction associated with the event.